Manufacturer narrative:
Device received with intermittent button response during testing due to corroded keypad traces. Unable to perform displacement test due to intermittent button response. No unlocked keypad connector noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the down button of insulin pump was very hard to press and sometimes it was not working. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the keypad was unresponsive. Customer stated that the numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated that using the down arrow did not allow them to navigate screens. Customer states block mode is inactive. Customer stated that the button was not unresponsive during an easy bolus attempt. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.